Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 3 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 for driveline drainage and fevers. The patient noticed development of bilateral upper extremity (bue) numbness and weakness, with left sided weakness greater than right sided weakness. The patient also reported bilateral lower extremity (ble) weakness which impeded the ability to walk. Probable spontaneous, non-aneurysmal, non-traumatic subarachnoid hemorrhage (sah) in the setting of elevated inr, along with focal neurologic deficits suggestive of embolic stroke. National institutes of health (nih) score was 2. CT scan results showed multifocal bilateral subarachnoid hemorrhage overlying the cerebral convexities. The patient was treated with heparin and alterations to anticoagulation therapy. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Stroke, infection and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.